Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. The pacemaker as received had no output and no telemetry. Analysis found that both bond wires were not bonded to the battery terminal pad, but floating above the pad, so battery power was not routed to the hybrid. When the bonding was corrected, normal device function ensued.

Event description:
This report is to advise of an event observed during analysis.